Manufacturer narrative:
The event occurred in (B)(6).while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.(B)(4).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 0.6 mmol/l (mobile system) and 5.7 mmol/l (aviva system); and 2.9 mmol/l (mobile system) and 7.9 mmol/l (aviva system). No adverse event reported. The test strip lot number for the aviva system was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.